Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the powerglide catheter was confirmed, but the exact cause is unknown. One 18g x 10cm powerglide catheter was returned for investigation. Blood residue was observed in the returned sample, which indicates that the catheter was used. The duration of use was not reported. The catheter was kinked just distal to the green strain relief sleeve. A microscopic examination of the catheter revealed a semi-circumferential crease in the tubing where the catheter was kinked. At one of the crease, a split in the circumferential direction exposed the inner lumen of the catheter. The split allowed fluid to leak from the catheter during functional testing. A tactual investigation revealed that the catheter was easily kinked across the crease in the tubing. It is possible that the crease and split in the catheter are attributable to kinking and repeated flexing of the catheter if the device was in a location that was susceptible to bending. Placement or securement of the catheter where kinking may occur should be avoided in order to minimize stress on the catheter, patency problems or patient discomfort. The damage may have occurred during use, but the exact cause is unknown. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, it was reported by the facility that there was a leak in the powerglide. It was stated that there was a hole close to the hub. No patient harm was reported.